Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor air/water supply. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found there were foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, additional evaluation findings were as follows: due to clogging of nozzle, the air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, the water removal ability did not meet the standard value, due to wear of angle wire, bending angle in the up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the up/down knob had corrosion, and the connecting tube had a dent and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections which states: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ and ¿section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.